Event description:
Customer reported that the insulin pump alarmed during prime. The insulin pump was not bumped or dropped. Customer was unable to determine if there is damage to the drive support cap. Blood glucose value was 237 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to protruded or loose drive support disk. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and cracked reservoir tube window.